Event description:
Customer reported needle broken off in abdomen after injection. Customer had x-ray at the hospital and had surgery scheduled for removal of broken needle.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. No trends were noted. Device history review was conducted and no anomalies noted. Quality will continue to monitor on monthly trend reports.